Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Brazil. Allegedly, an MRI evidenced an intracapsular rupture of the left implant. The right implant also showed radial folds and rotation. Both implants require replacement (sn: (B)(6)).